Event description:
A user facility returned a sample for evaluation. The manufacturing facility was able to confirm an internal dialyzer blood leak occurred. It is unknown on what date the incident occurred. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if there was any patient serious injury or adverse event. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a delamination in the polyurethane (pu) was observed to be extending from approximately 310° to 45°, with the ports at 0°, on the non-cavity ID end. The pu was also found to be low. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility returned a sample for evaluation. The manufacturing facility was able to confirm an internal dialyzer blood leak occurred. It is unknown on what date the incident occurred. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if there was any patient serious injury or adverse event. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.